Event description:
A malfunction was reported on the pump, and the customer noted that no notable events preceded the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.